Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor did not alarm when she went low on saturday morning. The sensor read 85 mg/dl but her blood glucose level was 28 mg/dl. The customer was given a shot of dextrose 50. The customer was hospitalized on (B)(6) 2016 due to her low blood glucose level. The device was not returned.